Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle or the suture dropped into the body's patient? Please specify. Did the patient suffer from any consequence due to the issue (pull off suture needle)? Did the patient suffer from any consequence due to retrieve the device? Please explain. Device return follow up. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Suture broke away from the needle during surgery. No delay in surgery. Broken piece of the suture/needle retrieved from the patient. Patient recovered well.